Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation and "concerns of the product".

Event description:
Healthcare professional reported "deflation" and "concerns of the product" against left device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, crease fold, wear abrasion, white calcification outer device, broken plug strap and white biological tissue inner device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and sharp broken on plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "deflation" and "concerns of the product" against left device. The device has been explanted.